Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire broke on the tenaculum forceps instrument and it stopped moving. The procedure was completed and patient outcome is unknown as the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. Requested the return of the tenaculum forceps instrument to be evaluated by failure analysis, but the product has not been returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the handling test two of two attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.